Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h10: device originally reported as returning; however, additional information received stated the device was discarded.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a right common femoral vein was attempted using a proglide device with a 6f sheath after an interventional electrophysiology procedure for ventricular contractions. Reportedly, after suture deployment, the lever of the proglide was closed completely and the device was attempted to be removed. Upon removal, there was slight resistance, so the device was advanced slightly and then removal was continued. Upon removal a "snap" was heard and there was significant bleeding from the vein. Upon retraction of the proglide from the anatomy, it was noticed that the top foot plate of the proglide had remained open. Another proglide device was used to achieve hemostasis. There was no tissue/vessel damage noted and no other treatment was needed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.